Event description:
It was reported that during a total laparoscopic hysterectomy procedure, solid tones were noticed when the device was activated. The device was removed from the trocar and the active blade fell off outside of the patient. It is possible that the tip of the device came into contact with a pelosi retractor during activation. It is unknown how case was completed. There was no adverse consequence to the patient. Customer will not release device.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.